Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors to the iris collimator were evaluated and repaired. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited 'collimator itis too large errors' during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.